Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber rx3mm4cm155 balloon rupture. Therefore it was replaced with a new non-cordis balloon catheter and inflated up to 16 atm. Another new 6*15 saber pta was inflated and the procedure was completed successfully. There was no reported patient injury. A 6f non cordis sheath introducer was inserted, and a non cordis guide wire cross the lesion. A saber pta was inflated but it ruptured at 6 atm. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
A saber rx 3x40mm 155 balloon rupture. Therefore it was replaced with a new non-cordis balloon catheter and inflated up to sixteen atmospheres (16 atm). Another new 6x15 saber pta was inflated and the procedure was completed successfully. There was no reported patient injury. A 6f non cordis sheath introducer was inserted, and a non cordis guide wire cross the lesion. A saber pta was inflated but it ruptured at 6 atm. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17276549 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.